Event description:
It was reported that the insulin pump alarmed low suspend mode due to an inaccurate sensor glucose reading. The threshold suspend limit was set to 60 mg/dl, but the customer stated that the insulin pump did not shut off when it was expected to, requiring her to manually suspend insulin delivery. She stated that the sensor glucose reading may have been much higher than her blood glucose reading. Advised replacement of the sensors. Nothing further reported.

Manufacturer narrative:
Reliability analysis was neither required nor conducted due to the sensor having expired on 03/02/2014 already.